Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon fired the device to sigmoid colon, however a crack sound was heard at the end of the firing , the handle was locked and could not return the black release button to the initial position. Additional tissue resection of the sigmoid was necessary in order to remove the device from the tissue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instruments found that the cover tube was partially disengaged from the rotation collar. During functional testing it was observed that when the instrument handle was actuated the cover tube would start to advance forward. Further evaluation of the device found that the tube housing was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged instrument may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.